Manufacturer narrative:
Device not returned.

Event description:
It was reported that a user was injured when removing the tps handpiece cord from the core console. The type and the extent of the injury was not reported. No surgical delay was reported as a result of this event. The associated procedure was completed successfully. After several follow-up attempts were made, no additional information was provided regarding this event. However, if any additional information is received, a supplemental will be submitted to document as necessary.